Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that the connection was lost with the flexvision pc. Upon troubleshooting actions, fse reloaded the board software, but after restarting the flexvision pc, it still had a blue screen. The problem persists even after fse installed the board software and changed the hard disk. Fse replaced the flexvision pc and performed a visual inspection. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
Flexvision pc problem: it was reported to philips that the flexvision pc was malfunctioning. No harm to patient or user was reported. A philips field service engineer (fse) inspected the system onsite and was able to confirm the reported issue. Fse replaced the flexvision (fv) pc, re-installed the fv board software and configured the layout. System was returned to use in good working conditions.